Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown concentration, dose 4.5 mg/day) and morphine (unknown concentration, dose 13.5 mg/day) via an implantable pump for non-malignant pain. The patient was going to have a magnetic resonance imaging (MRI). Patient stated that she was having black outs that had started in the past couple of months. The patient asked about the MRI as she had had so many problems. It was unknown as to whether it was device related. Three (3) weeks prior to this report date, the patient did start withdrawal symptoms and they took all the medication out of the pump. Patient stated that there was more medication in there than there should have been. A dye study was done and everything went through. Patient stated that they did not know why that happened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.